Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector stuck) has been confirmed. Upon evaluation of the electrode belt, the latch on the trunk cable connector was broken and unable to remain securely connected to a monitor. The root cause of the physical damage to the broken latch was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector was stuck.